Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4): the full lead was returned and analyzed with no anomalies found. The lead was damaged at implant.

Event description:
It was reported that while physician was trying to advance the lead he felt a stoppage on the lead and pushed it a bit but it would not advance. It was found there was a bend in the lead just up from the ring. The physician also complained the lead did not have ra/rv markings as well as the length noted anywhere on the lead only the serial number. The lead was not implanted. No patient complications have been reported as a result of this event.